Manufacturer narrative:
The suspect medical device has also been updated from list 01p30-27 to list 01l86-01. The new and updated additional information and suspect medical device is being submitted in manufacturer report number 1628664-2019-00471 and any additional information will be provided under that manufacturer report number.

Manufacturer narrative:
After further investigation the vancomycin reagent was considered a second suspect medical device. This evaluation was also submitted in manufacturer report number 3002809144-2019-00296. Investigation of the issue included a review of the complaint text, a search for similar complaints, review of labeling and file kit testing. Tracking and trending review for the architect ivancomycin assay did not identify any trends. Review of complaint activity for reagent lot 07219a000 did not identify an increase in complaint activity associated with the complaint issue. Accuracy testing was performed using retained kits of reagent lot 07219a000. Acceptance criteria were met which indicates acceptable product performance. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the

Manufacturer narrative:
All patient information has been included. No additional patient information is available. This report is being filed for an international product (list: 01p30-27), that has a similar product distributed in the us (list: 1p30-28). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased vancomycin results for a male patient when processing on the architect i1000sr. The following data was provided: sid: (B)(4): initial 1.55 ug/ml (low) and repeat 18.46ug/ml (high). Sid: (B)(4) results were corrected before any clinical decisions were made. No additional patient details were provided. No impact to patient management was reported.